Event description:
The customer reports that the device was not working and was intermittently getting a shock equipment malfunction.

Manufacturer narrative:
(B)(4). The customer reports that the device was not working and was intermittently getting a shock equipment malfunction. Philips evaluated the device and confirmed the reported symptom. The therapy pca was replaced to resolve the issue. The device passed all performance assurance tests and was sent back to the customer for use.